Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump passed the operating currents within the specified range and passed the off no power test. The insulin pump was monitored and no frozen screen or battery out limit alarm was noted. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer called and reported the insulin pump stopped working and froze. Customer's blood glucose was 229 mg/dl. The customer stated, she removed the battery for 24 hours and the device began to work again. When the alarm history was checked, there was a battery out limit alarm from when the customer removed the battery on (B)(6) 2015, and a motor error alarm found from (B)(6) 2015. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence herself. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.